Event description:
The customer reported being hospitalized due to symptoms of diabetes ketoacidosis and high blood glucose of 880 mg/dl. Reviewed the alarm history and no alarms found. The customer mentioned having a surgery the next day. Advised the customer that troubleshooting is recommended, but the customer was not willing and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.